Manufacturer narrative:
Neither pt injury nor medical intervention was reported. A gambro technical services field rep inspected the machine. He found the prisma treatment alarm history "access disconnect" and "access extremely negative" alarms. In particular, the latter is indicative of blood clotting, as per machine operator's manual warning alarms troubleshooting section. He performed a simulated treatment and verified pressures. He could not duplicate the reported condition.